Event description:
Caller reported that a tandem mobi cartridge alarm was triggered. There was no adverse impact to the customer's blood glucose level. The customer was using a pump still under warranty and had not previously reported specific cartridge alarms with the identified pump, though cartridge alarms occurred with consecutive cartridges. Technical support (cts) confirmed the issue and decided to replace the pump while ensuring the customer used multiple daily injections (mdi) as a backup therapy to maintain insulin delivery. Cts provided instructions to the caller on how to return the problematic pump, program the new pump, and connect their continuous glucose monitor (cgm) to it. The replacement pump was sent without requiring a delivery signature.